Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Device dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling system for the reported lot was performed and revealed no similar complaints reported for this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported that when the stent delivery system (sds) was removed from packaging the stent dislodged from the sds. Analysis of the complaint confirmed the stent dislodgement. Factors that may contribute to stent dislodgement include, but are not limited to, improperly or inadequately crimped, inadvertent mishandling during preparation of the device, or interaction with the dispenser, or sheath/stylet removal technique. It is possible that it was inadvertently handled during unpackaging, contributed to reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - address 1: updated from unk to (B)(6). E1 - postal code: updated from unk to (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during unpackaging, the 3.5x28 xience skypoint stent dislodged from the stent delivery system (sds). No issues were noted with the packaging and the sds was prepped per instruction for use. The sds was not used and another xience skypoint sds was used to continue the procedure. There was no patient involvement and no clinically significant delay reported.